Event description:
It was reported that during a da vinci low anterior resection procedure, the surgical staff noted that the endowrist one vessel sealer instrument was not coagulating. Intuitive surgical, inc. (Isi) contacted the user facility to obtain more information about the complaint but was not able to obtain any details. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection showed no damage to the conductor wire. The instrument was placed on an in house da vinci system, the instrument passed self check. Wet paper towel was placed between grips and smoke was observed coming from grip when pedal was activated, seal test passed. The instrument passed the gap gage test and grip force test. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. System logs shows that the instrument was used with no issues, instrument had nine consecutive pedal durations and the instrument was used for 3 minutes and 45 seconds. The customer reported complaint does not itself constitute a MDR reportable event; however; insufficient sealing, could likely cause or contribute to an adverse event if the failure mode were to recur.